Event description:
Abbott customer service and support (css) was contacted by a customer stating that initial hematology results for a pt that were reported showed a hemoglobin result of 7.6 g/dl. The pt was given an iron tablet of unk dosage based on the initial low hemoglobin result. The instrument did not generate any notable flags or error messages with the exception of rbc morph flag. The sample was repeated, yielding a result of 9.04 g/dl. A review of pt history revealed that the pt has been running at about 9.0 g/dl. No further impact to pt management was reported.